Manufacturer narrative:
(B)(4). If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The se 2240 was identified during a review of a returned homechoice (hc) device with occurrence on (B)(6) 2011; there was no report for this alarm called in by the customer. This complaint for the se 2240 (air in line) was not confirmed. It is not evidence that problems with the hc contributed to se 2240. The root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the log of a returned homechoice device. The system error occurred during dwell 1. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported.